Manufacturer narrative:
This report is submitted on december 15, 2023.

Event description:
Per the clinic, the device was explanted on (B)(6) 2023, for unknown reasons. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on march 19, 2024.